Manufacturer narrative:
Expiration date: unknown, as the lot# was not provided. Lot#: unknown, information not provided. Unique identifier: a complete UDI# is unknown as the lot# number was not provided. Implant date: not applicable as the cartridge is not an implantable device. Explant date: not applicable as the cartridge is not an implantable device. Device manufactured date: unknown, is unknown as the lot# number was not provided. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified manufacturing record review; a review of the records could not be performed as the product lot number was not provided. Conclusion: based on the investigation, no product deficiency could be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that lens got stuck in the injector. The intraocular lens (iol) was partially inserted into the patient¿s right eye and then removed within the same procedure. All the packaging was sealed prior to the procedure. The procedure was completed with a backup iol of the same model and diopter. The patient is fine. No further information was provided.